Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (06/2023).

Event description:
It was reported that two months post g-tube placement, the balloon allegedly broke. It was further reported that the g-tube was required to be removed. There was no reported patient injury.

Event description:
It was reported that approximately two months post gastrostomy tube placement, the balloon of the tube allegedly ruptured with sterilized water leak and leads to a dislodgement. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: a sample evaluation could not be performed, as the device was not returned. Therefore, the investigation is inconclusive for the reported fluid leak, break and device dislodgment or dislocated issue. A definite root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.